Manufacturer narrative:
Pending evaluation. Concomitant device(s): 315-52-66, 292002003 - mod cannulated drill cage, small reverse.

Event description:
It was reported that during surgical use the k-wire was in the glenoid and when it was time to use the mini baseplate drill to drill the center cage, the k-wire tip started to break apart. The tip was then stuck in the drill. Both devices were removed and new ones were used to complete the case. No patient information or medical history reported. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) the broken device reported may have been the result of the k-wire binding with the drill bit while the drill was under power which led to the reported wire fracture. However, this cannot be confirmed since the wire was not returned for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 3123, tip.